Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2026, the patient reported experiencing signal loss on her tandem insulin pump and dexcom mobile app. The signal loss continued from (B)(6) 2026 to (B)(6) 2026 and during this time the patient was asymptomatic and did not provide herself with any medication or treatment. The patient¿s last known cgm value before the signal loss was 146 mg/dl. On (B)(6) 2026, the patient¿s signal loss continued and the patient became sick with the inability to speak, move, or stand. She also had stomach pain and was vomiting. The patient¿s husband took her to the emergency room. At the emergency room, the patient¿s bg meter reading was taken but the value was not reported. The patient was diagnosed with dka, kidney dysfunction, and severe dehydration. She was transferred to the ICU and treated with IV insulin. The patient was discharged on (B)(6) 2026 and was advised continuing taking unspecified medications for diabetes, stomach pain, high blood pressure, and cholesterol. The patient reported she still had ¿ongoing illness¿ with dehydration and kidney issues after her discharge and was placed in home recovery for two weeks with hcp follow-ups. The patient also had an x-ray, ultrasound, and various blood and urine tests done during this event. The patient was ¿fine¿ at the time of report. No product was provided for evaluation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
On (B)(6) 2026, the patient reported experiencing signal loss on her tandem insulin pump and dexcom mobile app.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5 describe event or problem - correction to the following statement in the initial MDR, "on (B)(6) 2026, the patient reported experiencing signal loss on her tandem insulin pump and dexcom mobile app. " h2 correction.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 04/13/2026. Data was provided for investigation. It was found in connection with the reported allegation that on the alleged incident date range, january 28, 2026 through january 31, 2026, that the estimated glucose values did not exceed 358 mg/dl and there was no signal loss of significant duration. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.